Event description:
It was reported that the non-patient end of the bd ultra-fine¿ pro pen needle was missing, resulting in a failure to deliver insulin during use. The following information was provided by the initial reporter: "the patient complained that the needle was clog because insulin droplet was not observed when she prime the pen. When we received the affected sample. Non-patient side cannula is missing so it is not able to puncture the rubber membrane of the pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd ultra-fine¿ pro pen needle was missing, resulting in a failure to deliver insulin during use. The following information was provided by the initial reporter: "the patient complained that the needle was clog because insulin droplet was not observed when she prime the pen. When we received the affected sample. Non-patient side cannula is missing so it is not able to puncture the rubber membrane of the pen."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: d9: returned to manufacturer on: 30-jun-2022 h6: investigation summary one open 32 g x 4mm pen needle sample was returned from lot no. Unknown, cat. No. 320566. Visual examination was carried out on the returned sample and a broken non patient was observed. No clog test could be performed due to the condition of the returned sample. No DHR review can be carried out as lot number is unknown. As sample returned was open it is not possible to confirm this defect to be manufacturing related.